Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the rx traveler instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal circumflex with moderate tortuosity and 99% stenosis. A 2.0x15 mm traveler rx balloon dilatation catheter (bdc) was advanced without resistance toward the target lesion for pre-dilation. The balloon was inflated to 10 atmospheres and resistance was noted between the bdc and a non-abbott guide wire. The bdc was withdrawn with resistance so the bdc was removed by pulling with force while the guide wire was left in the anatomy. A same size trek bdc was used to further the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.